Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the facility has not received any reports of adverse events caused by the device.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "new innovations and developments in endoscopic local gastrectomy for gastric submucosal tumors". Literature summary: currently, the standard treatment for gist resection is surgery, but after (B)(6) 2020, endoscopic local gastrectomy can be performed as an advanced medical treatment for smt with 11-30 mm, lumenal growth and no ulcer. Type of adverse events/number of patients: delayed perforation treated with "neobert filling" (1). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information has been requested but no information could be provided. The literature was translated to english from its original japanese copy and is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.